Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. On the fourth firing for closing of the insertion, the device partially fired. To correct the issue, another reload was used successfully. The sales representative noted that the center of the reload was depressed. No patient injury or extension in surgical time. Patient status is no problem.